Event description:
Boston scientific received information that approximately 1 month post implant this left ventricular (lv) lead dislodged. The lead was removed and successfully replaced with another lead. There were no adverse patient effects reported.

Manufacturer narrative:
This lead has been returned to boston scientific. This investigation will be updated when analysis has been completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. The lead did not pass the guidewire test due to the presence of blood/body fluid.